Manufacturer narrative:
(B)(4). Batch # r5az2d. Investigation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality in the three staple height selector positions with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: can you clarify if, when "one of the stapling lines failed", if unstained or malformed staples were seen? Or were staples missing from the staple line (incomplete staple line)? Malformed staples. Photo/video investigation summary: upon visual inspection of a video and a photo, the following was observed: the photo shows a ntlc detached from staple height selector area and two reloads were noted fully fired; since all the drivers is up from top view. The video shows tissue in the hands of user. At the 00:06 and 00:13 marks the user did compression in the tissue and it was observed a yellow liquid protruding of a part of staple line on the tissue. However, no malformed staples were noted. Based on the photo and video reviewed, the event described of leak controllable is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a bowel resection procedure, after firing the stapler with reload and when inspecting the staple line, a large leak was evident around the entire staple line. The surgeon's perception was that one of the stapling lines failed. As a consequence of this failure, the surgery time was prolonged by 40 minutes, because the corrective action was to perform the anastomosis manually with suture. The surgery was successfully completed and there was no patient consequence.